Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces and there was no display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection on the device, backlight responding properly, and no backlight anomalies noted. The device was received with a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads and a scratched display window note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 94 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.